Event description:
It was reported that during the thoracoscopic lobectomy, at the time of bronchial detachment step, the stapler was unable to fire after a reload was loaded. The surgeon was able to press the green button but was unable to squeeze the handle. The reload was changed and the stapler again did not fire. The handle was then replaced and firing was successful; however, the first reload also did not fire when paired with the second handle. The first handle and the first reload were identified as defective products. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60axt, egia60axt egia60 artic extra thicksulu (lot # n5h1239y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.